Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductors were observed. All electrical measurements were normal. The lead remains implanted. The patient condition was good after the event.